Event description:
It was reported that since the patient returned to work, which had been ¿about one month now,¿ his hands had been shaking more. The patient wanted compatibility guidelines for magnets as there were a lot of different strengths of magnets at his work. The one the patient sat closest to was 12,600 gauss and was about five to six feet away. The patient did not know if the issue due to fatigue or something else, as he used his hands a lot at work. The patient stated that he was at his healthcare provider¿s (hcp) office the day prior to the report for a check-up and his programming was tweaked. The patient stated that his hcp wrote to stay away from magnets. Later that day it was reported that the hcp recommended that the patient not be within 15 feet of magnets and ten feet of welding equipment. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37603, lot# serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0cnv2, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0cnv2, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).